Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during the bolus deliveries. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 140-160 mg/dl.